Manufacturer narrative:
(B)(4). Year of birth ¿ 1954. Report source: (B)(6). Medical product: biomet cc cruciate tray catalog # 141233, lot # j6895411, vanguard cr ilok fem-rt catalog # 183006, lot # j6835509. Device evaluated by MFR: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2022-01441.

Event description:
It was reported patient underwent a manipulation under anesthesia four months post implantation due to restricted flexion range of motion. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported a patient had a total knee arthroplasty. Subsequently, approximately 4 months later, underwent a manipulation under anesthesia due to limited flexion. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Per clinical orthropaedics and related research (how to treat the stiff total knee arthroplasty? A systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.